Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. This complaint is being reported because a protection against a fault malfunctioned, and the user may not be aware of malfunction/issue; insulin delivery may be affected without the user being aware. There was no indication the product caused or contributed to and adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 23-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 13-feb-2018 with the following findings: a review of the pump history showed no occlusion alarms. During investigation, the pump rewind, load cartridge, and prime steps were performed successfully with no alarms occurring. The pump was exercised for 24 hours with no occlusions occurring. The force sensor calibration was found to be within specifications. An occlusion was induced and the pump gave the appropriate visual and audible occlusion detected alarm. The allegation of the absence of occlusion alarms was not able to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.